Event description:
As reported, a pin hole was noted 3cm distal from the 3 cm marker on the PICC device located in the right bassilic. During a potassium infusion, pt complained of a burning sensation. It is believed that the infusion therapy exited this hole into the vessel. No extravasation occurred. The original device has been disposed of at the hospital and will not be returned.

Manufacturer narrative:
As the used catheter was disposed of by the hospital, no device evaluation is possible. A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications with no deviations related to the reported defect. The 2008 navlyst medical complaint report was reviewed and no adverse trend was noted for the reported failure mode. The directions for use packaged with the device contain the following cautions: "if catheter and components show any sign of damage (crimped, crushed, cut, etc.), do not use. Do not use sharp instruments near the extension tubes or catheter shaft. Avoid sharp or acute angles during insertion which may compromise catheter's functionally. Do not use scissors to remove the dressing, as this may possibly cut or damage the catheter. Excessive force should not be used to flush an obstructed lumen. Do not use smaller than a 10 ml syringe." Process controls include incoming inspection of the catheter tubing, as well as several in-process manufacturing tests of the catheter including visual inspection, leak testing, dimensional inspection, and tensile testing. Although the exact root cause is unable to be determined without a returned sample, manufacturing records indicate that the device met specification.